Event description:
It was reported that during a lap assisted colon resection, the device was fired and an anastomotic leak was noticed. Surgeon stated staples appeared to be malformed. No pt consequence.